Manufacturer narrative:
H11: manufacturer narrative: iop elevation from baseline and peripheral anterior synechia (pas) are identified in the labeling as a known potential adverse event(s) following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop with angle closure and peripheral anterior synechia. Medical treatment was performed and problem was not resolved. Lens remains implanted. Cause of the event was reported as other.